Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the heavily calcified, heavily tortuous right coronary artery (rca). The 4.0x12 mm nc trek balloon dilatation catheter (bdc) could not cross the lesion due to the anatomy. During independent removal, there was resistance noted with the anatomy. The procedure was completed and the patient was scheduled for rotablation. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.